Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-02625. It was reported the pt is not receiving effective stimulation therapy from his scs sys. The pt stated he does not feel any parasthesia, instead he feels pressure and discomfort near the lead surgical incision site. A sjm rep met with the pt and was unable to resolve the issue with reprogramming. A CT scan performed did not show any abnormalities. The pt is pending a follow-up with this physician to further evaluate the issue.